Event description:
Adverse event(s): "undercorrection with increase of post op cylinder" (blurred vision) product problem(s): "none reported" (no information). An ophthalmic technician reports a patient with under correction and increase of cylinder postoperatively. Medical records were received and show the patient has a 1 line decrease in bcva at the one month postop exam. Target for the surgery was plano and at one month postop, the manifest refraction in the right eye is -.50-.25 x 30. Ucva did improve from 20/150 to 20/25-1.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4).